Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: during repair of the device, found that the battery was not recognized by the device, ac power war recognized.

Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited. Corrected information: fields d1, d2, d4 - wrong device in the initial report, correct device: hamilton-t1. Field h4 - corrected manufacturing date. Field h11.

Event description:
The event description according to the customer is as follows: during repair of the device, found that the battery was not recognized by the device, ac power was recognized.